Event description:
It was reported cardiac tamponade occurred. It was reported that for a pulse field ablation (pfa) procedure to treat persistent atrial fibrillation a farawave 2.0 nav pulse field ablation catheter was selected for use. The physician ablated the veins, there was doubt with the left inferior. The physician managed to find the correct vein but struggled to ablate the inferior line of the posteriori wall. It was impossible to do the rotation anymore and catheter with the splines were moving forward. There was resistance felt with the farawave when maneuvering the right part of the inferior line of the pulmonary wall. At this time the o2 decreased and the echocardiogram showed a tamponade. The ablation had been taking place for approximately 25 minutes, and all the veins and roof was done. Cardiac tamponade was discovered during the last application on the left side. The catheter was located in the left atrium at the time tamponade was discovered. The patient had a drain for treatment, and treatment was sufficient at the time. The patient was reexamined after the case. No further updates at this time. No device issues were reported. The same farwave was used for the procedure.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.